Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences an uncomfortable poking sensation when stimulation is on. The patient had suffered a fall before the onset of the issue. Images taken revealed the lead had migrated. Surgical intervention is planned to address the issue.

Event description:
It was reported the patient's lead was explanted and replaced. The physician confirmed the lead had migrated. The patient is pending an appointment for reprogramming.